Manufacturer narrative:
The device was evaluated by zoll medical corporation. The customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, performing multiple 30 j tests, and functional stress testing without duplicating the report. No accessories were returned for evaluation. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device inappropriately displayed a "short detected" message. Complainant indicated that there was no patient involvement in the reported malfunction.